Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that a repeated echocardiogram on (B)(6) 2021 showed large complex fluid and poor windows. It was suspected that the fluid was a combination of clot and blood. The progressed size of fluid and inferior vena cava (ivc) dilation caused concern for tamponade though the echocardiogram was unclear. It was also reported that there was concern for an infected pocket in the patient's left upper chest incision. The wound was was more erythematous and fluctuant. Sanguineous discharge was expressed on palpation and white blood cell level was 10.5. A chest computed tomography scan was performed and the results were concerning for an abscess and cellulitis. Healthcare providers planned to return to the operating room for impella pocket washout. Loculated fluid collection contained few locules of gas with mild surrounding inflammation of the now removed impella catheter. It was determined that the infection was candida albicans. The patient was administered antibiotics and antifungal treatment.

Event description:
It was later reported that the patient had a prolonged generalized tonic-clonic seizure on (B)(6) 2021 that resolved on (B)(6) 2021. On (B)(6) 2021, the patient experienced a syncopal episode when moving from the bed to a chair with low flow alarms at the time.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had prolonged qtc and cardiac arrhythmia on (B)(6) 2021 that resolved on (B)(6) 2021. The patient experienced delirium on (B)(6) 2021 which resolved without treatment on (B)(6) 2021. The patient had a major infection (B)(6) 2021 that resolved without sequelae on (B)(6) 2022 and pericardial effusion on (B)(6) 2021, which resolved without sequelae on (B)(6) 2024. On (B)(6) 2021, the patient vomited when standing for morning weight. The patient denied nausea. On (B)(6) 2021, patient experienced right groin seroma from the previous impella insertion. There was a bulge present, unable to express fluid. This resolved on (B)(6) 2022. On (B)(6) 2021, the patient underwent physical deconditioning and stride length decreased, gait speed decrease, and the cadence decreased. This resolved on (B)(6) 2021.

Event description:
It was reported that there were concerns for altered mental status like delirium, and the patient underwent physical deconditioning with decreased cadence and gait speed. The patient vomited when standing for morning weight but denied nausea.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. Furthermore, the reported low flow could not be confirmed as no log files were submitted for evaluation, and a specific cause could not be conclusively determined. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on hm3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of this IFU, ¿introduction¿, lists potential adverse events, including bleeding, cardiac arrhythmia, infection (local, driveline, and pump pocket), and pericardial fluid collection, that may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 of the IFU, ¿patient care and management¿, also lists infection and arrhythmia as potential late postimplant complications. Section 6 of the IFU, (under "ongoing patient assessment and care"), includes a list of heartmate 3 patient assessments, including assessment of the patient's level of consciousness. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provide information on all system alarm conditions as well as the appropriate actions associated with each condition. Several sections of the IFU and patient handbook also provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricle assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6) . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 18nov2021. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The hm3 lvas IFU and the hm3 patient handbook are currently available. Section 1 of this IFU, ¿introduction¿, lists bleeding as and infection (local, driveline, and pump pocket), as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 of the IFU also lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.